Event description:
Going from on pump to off pump after completing of primary valve procedure (fastener was applied prior to primary valve procedure) blood accumulation within the pericardium was noted. Upon inspection of the laa area, blood was flowing from a tear on the la wall aide along the edge of the fastener placement between the fastener elbow and the mid-section of the fastener. Dr. Romano put the pt back on pump, ligated the laa and fastener, and closed the excision site using standard closure methods (suture). There was no pt injury noted post procedure.

Manufacturer narrative:
.